Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact believes the pump battery is depleting quickly. There was no reported impact to the customer's blood glucose level. Contact declined to upload the pump data for review by tandem technical support. Contact declined further follow up and troubleshooting for the reported issue.